Event description:
Facility reported "dialysis machine detected a blood leak which was visible in the dialysate compartment. Estimated blood loss 150cc. No medical intervention. The sample is available for examination. Medwatch filed on the blood loss.